Event description:
I had tha revision surgery on (B)(6) 2018. The stem was replaced with a stryker restoration modular one. The 28 mm ceramic femoral head was replaced with a cocr head. Hip, groin, and thigh pain continued. On (B)(6) 2019, I was diagnosed with a stress fracture at the tip of the prosthetic stem. On (B)(6) 2020, I had a bone graft to repair the fracture. A cloudy milky yellow fluid along with metal debris was discovered in the hip joint. Also, there was osteolysis in the proximal femoral femur. The acetabular had overhanging scar tissue and bone. The trunion had stripe wear indicating impingement and likely source of the metallosis. The 28 mm femoral head was replaced with a 40mm cocr head. Symptoms of metallosis continue. FDA safety report ID # (B)(4).